Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check, patient vibratory notification alert could not be felt. No sources of emi was identified. Programming changes were made however no vibration notification alert was felt by the patient. Patient was exposed to MRI recently and it was suspected that the vibratory mechanism may be have been damaged due to this. Patient has not been seen in clinic since and will be closely monitored in clinic and remotely.

Manufacturer narrative:
No conclusion code available. The reported event of an inability to feel the patient¿s vibratory notifier was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and the patient notifier was activated by not vibration was felt. The device was found to be within estimated longevity. The cause of the reported field event was a patient notifier anomaly.

Event description:
A new device was implanted.

Event description:
New information received states that the device was explanted and returned to abbott. No further information is available at this time.